Event description:
Complainant alleged that during a routine shift check by a clinician the device would not power up. Complainant attempted to power up the device with several known good batteries and an a/c adapter (zoll power charger serial number unk). The complainant indicated that there was no pt involvement in the reported failure.